Event description:
The customer reported leaking at silicone segment upper filter area. The leak was noticed early in the infusion. There was no patient harm and medical intervention was not required. Although requested, no further patient/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the product be rec'd for evaluation.